Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one cvc d/l catheter segment and some tissue residue were returned for evaluation. Visual and microscopic visual evaluation were performed on the returned device. The investigation is confirmed for the reported loss of or failure to bond and identified material separation issues as the tissue cuff was noted to be completely detached from the catheter and only tissue cuff adhesive and residue were noted on the catheter. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Event description:
It was reported that the cuff of the chronic catheter allegedly detached off the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the cuff of the chronic catheter allegedly detached off the catheter. There was no reported patient injury.